Event description:
On (B)(4) 2014, the reporter contacted animas and alleged that on (B)(4) 2014, the patient experienced a blood glucose (bg) of 300 mg/dl with polydypsia and polyuria. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that there were cancelled boluses in the pump history and the bolus type was incorrectly programmed. It was reported that the patient was aware of the cancelled boluses that had occurred. Also during troubleshooting with cts, it was confirmed that the basal history matched the active basal program settings, and the bolus totals matched and were all recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts and it did record correctly in the pump¿s history. The pump was also correctly calculating the recommend bolus total. This complaint is being reported because the patient allegedly experienced hyperglycemia due to user error in incorrectly programming the bolus type.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: the daily insulin delivery totals in the pump correctly reflected the programmed basal rates. The pump successfully passed the delivery accuracy test and was found to be delivering within required specifications. The battery cap was not returned with the device, so a test cap was used for all investigation steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.